Event description:
It was reported that the patient fell. The hcp used fluoroscopy to try to fill the pump, but was unable to do so. The patient was told the pump was flipped. Additional information has been requested from the hcp, but was not available as of the date of this report.